Event description:
The patient had primary right knee surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in due to pain as a result of a periprosthetic fracture of the proximal tibia and the cause is unknown. The surgeon removed the tibial tray, insert, and extension stem and implanted a new insert, tibial tray, extension stem, and tibial augmented screws. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in presenting instability and the cause is unknown. The surgeon revised the insert with an insert of the same size (as 20 mm is the maximum available thickness). The soft tissue was sutured to restore stability.the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 feb 2026. Lot 2237912: (B)(4) items manufactured and released on 10-oct-2022. Expiration date: 2027-sept-22. No anomalies found related to the problem. To date, one item of the same lot has been sold with no similar reported event during the period of review. Root cause: the surgeon revised the liner and sutured the soft tissue to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.